Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and the status indicators are flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010. There were no further entries in the history log until (B)(6) 2012. During initial testing of the device would not power on and there was no status led lit. On visual inspection of the device, the battery terminal pogo-pins had been sheared off. Also, the pt terminal pogo-pins appeared to be stuck inside the device. The pogo-pin did not appear to be bent, but failed to spring into position. This most likely occurred during an attempted pad-pak insertion. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-uses.